Event description:
It was reported that there was low yield with an unspecified bd tube 8 ml, sodium citrate. The following information was provided by the initial reporter: bought cpt tubes (8 ml, sodium citrate). We encounter a real low yield of pbmcs (about 1/4th of what we normally expect; and our reference/benchmark is about 1 million living pbmcs per ml whole blood). The lot number of these 8 ml cpt tubes is lot # 8134760, expiry date 31 may 2019.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through (B)(4) to identify the potential root cause(s).

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Device catalog and lot # listed in complaint do not match. As soon as information is confirmed and updated, a supplemental will be provided.

Event description:
It was reported that there was low yield with an unspecified bd tube 8 ml, sodium citrate. The following information was provided by the initial reporter: bought cpt tubes (8 ml, sodium citrate). We encounter a real low yield of pbmcs (about 1/4th of what we normally expect; and our reference/benchmark is about 1 million living pbmcs per ml whole blood). The lot number of these 8 ml cpt tubes is lot # 8134760, expiry date 31 may 2019.